Event description:
It was reported that the patient was experiencing inadequate pain relief and some high impedance on the spinal cord stimulator (scs) leads. Imaging was taken and lead migration was confirmed. No device malfunction suspected. The patient underwent a lead replacement procedure and the patient was doing well postoperatively. The explanted leads were retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6) UDI: (B)(4).